Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - 2010-(B)(6), 4194 implantable pacing lead - 2010-(B)(6), (B)(4).

Event description:
It was reported that the patient complained of pectoral pocket stimulation, and the atrial lead exhibited p-wave undersensing, and an increase in thresholds. The lead was programmed off, and will be explanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.